Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with lower extremity pain and subtherapeutic international normalized ratio (inr) values. It was noted that the patient had not been getting regular inr checks. It was stated that the ventricular assist device (vad) peak/trough reading was greater than 12. It was stated that the patient's mean arterial pressures (maps) had been normal, and the patient's volume status was unknown. It was further stated that the patient was admitted for redemonstration's of an aortic thrombus. The patient was determined to have an abdominal aortic thrombus. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Additional products: d1: heartware ventricular assist system ¿ controllerd4: model #: / catalog #: / expiration date: / serial or lot#: UDI #: d9: no h3: yes h4: mfg date: h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the pump ((B)(4)) and a controller with an unknown serial number were not returned for evaluation. No performance allegation was made against the controller. This complaint is associated with a clinical adverse event. Log file analysis could not be performed since log files were not available for analysis. Visual evidence provided by the site revealed that the ventricular assist device (vad) peak/trough reading was greater than 12. The controller 2.0 has a feature that displays peak and trough values on the controller display; the peak is the highest flow value while the trough is the lowest flow value. Trough values may be negative in causes of ventricular suction. When the trough is negative, a software coding error will incorrectly display the peak and trough value as ">12" on the controller display. The correct value should be the actual negative value from -0.1 to -2.0 liters per minute (l/min), or the message ¿<(><<)> 2¿ for values less than -2.0 l/min. In addition, visual evidence provided by the site did not reveal any anomalies with the power consumption or estimated flows. As a result, the reported peak/trough event was confirmed. The reported thrombus could not be confirmed due to insufficient evidence. The most likely root cause of the reported abnormal peak/trough event may be attributed to a software coding error, which incorrectly displays peak and trough values as ">12" when peak or trough is less than 0.0 l/min. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, arterial non-cns thromboembolism is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of arterial non-cns thromboembolism events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the manufacturer received product performance data. Manufacturer's analysis subsequently revealed that the controller exhibited a software coding error. The controller remains in use.